Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was evaluated and the customer's allegation of no image was confirmed. No image displayed on the monitor due to a faulty cable. Additionally, the device evaluation found the unit failed the leak test between the charged coupled device (ccd), rear cover and video connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
It was reported the camera head displayed no image during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.